Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd luer-lok¿ syringe sterile was damaged, resulting in leakage. The following information was provided by the initial reporter: "... Began to inject diluent and diluent squirted out from the syringe and hit writer on forehead. Stopped injecting looked at hub and noticed the crack in the syringe."

Manufacturer narrative:
H6: investigation summary: four photos and one loose 3ml syringe (p/n 309657) were received and evaluated. It was observed that 3ml syringe had a vertical crack from the 0.1ml to the 2.4ml grad line. The condition observed was non-conforming per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 0079124 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported bd luer-lok¿ syringe sterile was damaged, resulting in leakage. The following information was provided by the initial reporter: "... Began to inject diluent and diluent squirted out from the syringe and hit writer on forehead. Stopped injecting looked at hub and noticed the crack in the syringe."